Event description:
It was reported that the customer experienced an unknown low blood glucose (bg) level. Bg cause was not known. Customer consumed carbohydrates with third-party assistance to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.